Event description:
It was reported that the patient was revised due to disassociated bushings. Metal pieces broke off the inner pin and local tissue metal reaction was noted.

Manufacturer narrative:
This report will be amended when our investigation is complete.